Event description:
The pt had been experiencing severely painful headaches. Additionally, the pt indicated that on one specific day (date unk) they began having multiple seizures, the ems was called and they were taken to the hospital. The pt also stated that subsequent to this event, they began experiencing pains across their shoulder blades. When the pt swipes the generator with the magnet, the back pressure subsides.